Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Event description:
Boston scientific received information in december 2010 that this local representative contacted technical services to report that the historical shock impedance values for this lead had been in the 68-70 ohm range (daily measurements). The chronic device had been replaced due to elective replacement indicator (eri). When connected to the replacement device, the shock impedance was 85 ohms. The local representative reported that there had been no electrogram noise or inappropriate shock therapy. Subsequently, the local representative contacted technical services in may 2011 to report that the shock impedance measurements have been gradually increasing (99-105 ohms). The rv pacing impedance was stable at 545 ohms associated with 0.7 v pacing threshold and 9.6 mv r-waves. The shock vector configuration is programmed to triad. Technical services discussed patient isometrics isometrics while performing an shock impedance test to see if there were any out-of-range (oor) measurements. Additionally, shock impedance tests could be performed with different programmed shock vector configurations to check the integrity of the lead system. There has been no electrogram noise and the physician plans to continue monitoring the system. Subsequently, boston scientific received information in december 2011 that this patient's monitoring system detected a red alert (high shock impedance). The local representative and clinic nurse were notified of the alert. The available information suggests that this patient's device and lead system remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.